Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2018, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 19-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 500mcg/ml at 500mcg/day, and bupivacaine 4mg/ml at 1mg/day via an implantable pump. The physician reported that the patient was seen in the clinic approximately 3-4 months ago for routine follow up. At that appointment, a catheter access study was done in preparation for a pump replacement due to eri (elective replacement indicator) 1 month. The catheter was negative for csf (cerebral spinal fluid). The physician denies any volume discrepancies previously. The environmental, external or patient factors that may have led or contributed to the issue was noted as concomitant drug therapy with fentanyl and bupivacaine in the pump. The patient was taken to or (operating room) for planned pump replacement with possible catheter revision. The physician first started up by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment of the catheter. Once the pump was removed from the pocket, the physician attempted to aspirate from the catheter access port but it was negative for any csf. The physician then removed the proximal segment and attempted to directly aspirate from the spinal segment of the catheter, but there was still no return of csf. The physician then proceeded to flush the catheter with pf (preservative free) normal saline, and he was advised that there was approximately fentanyl 500 mcg and bupivacaine 1 mg still remaining within the catheter. After flushing multiple times, he was still unable to aspirate any csf. Under fluoroscopy, he then proceeded to retract the catheter back through the pump pocket. He pulled the catheter down from t6 to t7. After doing so, he then again aspirated directly from the spinal segment and had positive return of csf. He then reconnected the existing proximal segment and the new pump. An additional catheter aspiration was done from the port before and after placing the pump back within the pump pocket with positive return of csf. Incisions were then irrigated and closed. The exact cause of what was obstructing the catheter was not determined. There were no changes to catheter length/volume. Implanted length is 114.3 cm; volume 0.251 ml. Drug was transferred from the old pump to the new pump. Fentanyl 2000 g/ml and bupivacaine 4 mg/ml; 14 ml volume. In an effort to prevent any symptoms of overdose/toxicity, the patient¿s intrathecal dosing was reduced from fentanyl 750 g/day and bupivacaine 1.5 mg/day to fentanyl 500 g/day and bupivacaine 1 mg/day. A ptm (personal therapy manager) was also paired and activated. The physician gave the patient fentanyl 50 g and bupivacaine 0.1 mg boluses up to five times per day. Maximum daily dose is fentanyl 750 g/day bupivacaine 1.5 mg/day. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.